Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that on (B)(6) 2014, the patient had a laparoscopic hysterectomy and bsoo and a morcellator was utilized for uterus and tissue removal. Following the surgery, pathology indicated that the uterine masses were leiomyoma. The patient had a CT scan on (B)(6) 2014 where gallstones, cholecystitis, small bowel abscess were revealed. The patient underwent a fine needle aspiration on (B)(6) 2014, suggesting leiomyosarcoma. On (B)(6) 2014, the patient had an exploratory laparotomy, tumor debulking and dissection of right ureter. The patient underwent chemotherapy and radiation treatments. It was reported that the patient's condition declined after the surgery and she died on (B)(6) 2014.